Event description:
Ous MDR - telemetry problems were encountered during measurement of the battery voltage and of the battery and lead impedances after implantation in the hkl. Before handing over the stratos, the biotronik rep programmed the pm (pacemaker) via ics. This occurred without any problems. After the handover, the stratos was first detected by the ics and sensing and "rs" measurements were acceptable with the exception of the measurement of the battery voltage and of the lead and battery impedance. After consultation with technical services in (B)(4), the stratos was explanted. A new stratos was attempted, but had the same telemetry problems. That one was left in the pt. A measurement of all parameters was possible without problems in the clinic hallway after leaving the room. The telemetry of the explanted stratos was also possible again, here, without any problems. The doctor and biotronik have been informed that there is an MRI device directly underneath this operating room. The question was raised whether this could have been a source of interference?

Manufacturer narrative:
Ous MDR.